Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I result included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Using worldwide field data, a review showed that the median patient results for the lot 58244ud00 are within established limits, confirming there was no systemic issue for lot number 58244ud00. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and the complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 58244ud00, was identified. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results on a patient. The following results were provided: (B)(6) 2024 13:36 sid (B)(6) = 86 ng/l (B)(6) 2024 06:05 sid (B)(6) = 4 ng/l (B)(6) 2024 06:30 sid (B)(6) = 68 ng/l, another instrument = 6 ng/l (B)(6) 2024 sid (B)(6) = 3 ng/l reference range: < 16 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6).

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results on a patient. The following results were provided: 01mar2024 13:36 (B)(6)= 86 ng/l 02mar2024 06:05 (B)(6) = 4 ng/l 05mar2024 06:30 (B)(6) = 68 ng/l, another instrument = 6 ng/l 06mar2024 (B)(6)= 3 ng/l reference range: < 16 ng/l no impact to patient management was reported.